Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a failure of the printer circuit board. Additional issues were identified during the device evaluation: the screen was scratched, and the screen frame was cracked. Legal manufacturer¿s investigation: device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found.   Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility.   Conclusion: the root cause could not be identified. The issue was likely caused by the faulty printed circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported the high-definition lcd monitor would not power on. No patient injury or procedure impact was reported.